Manufacturer narrative:
Device power up properly after battery installation. Device passed self test and displacement test. Several bolus were programmed and deliver via manual bolus and bolus wizard. Device delivered properly all bolus programmed and no bolus time out alarms were noted. No unexpected display anomalies including extra segments, missing segments, blurriness or dark spot on the screen by the clock was noted per visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the display screen had blurriness and dark spot on the screen by the clock. The blood glucose was 9.3 mmol/l at the time of the incident. Customer also get bolus timeout yesterday 4 times. The insulin pump will not be returned for analysis.